Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>unk - could you please provide the lot number? =>unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open cholecystectomy on an unknown date and barbed suture was used. The suture and the needle were detached. The product was used on the fascia. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided from the hp.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to eth for evaluation. The needle detached and the suture piece were received for analysis along with the winding former and paper lid. The product code is sxpp1a301. During visual inspection, the swage and attachment area were noted to be as expected, with marks observed on the body of the needle and no suture remnant noted in the barrel hole. The insertion end of the suture was observed to be as expected. The force used to detach the needle from the suture could not be determined. The manufacturing records couldn¿t be reviewed as the batch number is unknown. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: h6, d9.